Manufacturer narrative:
A complete lead was returned in one piece. The reported events of unacceptable threshold and low pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted due to procedural damage to the inner insulation. The test for lead impedance could not be performed due to the as received condition of the lead consistent with procedural damage. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturer reference number: 2017865-2025-10439. It was reported that right atrial (ra) and right ventricular (rv) were exhibited high threshold. The right atrial (ra) lead had cross talk and impedance was low. The right ventricular (rv) lead had rising impedance. Both lead were explanted and replaced. The patient is in stable condition.